Event description:
Country of complaint: (B)(6). Complaint states: problems with two patients during the surgery in the last two months. The suture has presented an inflammatory reaction, wound dehiscence after 3 weeks approx.

Manufacturer narrative:
MFR site evaluation: evaluation is ongoing.